Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the pt underwent a laparoscopic mesh repair of a recurrent ventral hernia on (B)(6) 2010 and mesh was used. The pt developed urinary retention that started on (B)(6) 2010. A foley catheter was placed and flomax was prescribed. The catheter was removed on (B)(6) 2010 and the urinary retention had stopped. The surgeon opines that the urinary retention was because of benign prostate hypertrophy secondary to age which was exacerbated by foley placement during the laparoscopic ventral hernia repair procedure.